Event description:
Allegedly, patient revised due to mom complications: elevated cocr metal ion levels, large collection of fluid build-up, evidence of pseudotumor and alval, ambulatory difficulty. Revision findings notes include: dark colored fluid within the hip joint space, corrosion at the head/neck junction, osteolysis, pseudotumor formation and difficulty obtaining implant stability - left.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same report as 3010536692-2015-01063, -01064.